Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The main coil, pusher wire and introducer sheath were returned for this complaint. The main coil and the pusher wire were not interlocked within introducer sheath. Introducer sheath was observed, and no damages were noted. Twist lock was opened. It is important to mention that it was necessary to cut the introducer sheath to release the main coil and the mid soldier joint section of the introducer sheath. Blood was noticed inside the introducer sheath. The pusher wire was kinked and detached at mid soldier joint section. The main coil was found kinked and stretched. Dimensional inspection of the pusher wire and main coil revealed the components were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28sep2022. It was reported that the coil could not be pushed out of the catheter. The target lesion was located in the splenic artery aneurysm. A 14mm x 50cm interlock was selected for use. During the procedure, it was reported that the coil could not be pushed out of the catheter. The entire catheter was removed and the procedure was completed with another of same device. No complications were reported and patient was stable post procedure. However, device analysis revealed that the pusher wire was detached at mid soldier joint section.